Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was noted. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. Follow up with the clinic reported the patient had a medical history of diabetes and congestive heart failure. The cause of death has been requested and not received.

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. Follow up with the clinic reported the patient had a medical history of diabetes and congestive heart failure. The cause of death has been requested and not received. The patient had been admitted into hospice care for lung cancer and high power therapies were turned off. The patient was pacemaker dependent and had complete heart block.